Manufacturer narrative:
1038671-2024-01631, h6: corrected the following: medical device problem code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the most likely underlying cause for the revision reported is a combination of risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
D10: concomitant devices: (B)(6) 170-36-03 - biolox delta femoral head 36mm od, +3.5mm. (B)(6) 186-01-54 - integrip cc, cluster 54mm, g2.

Event description:
It was reported via a legal short form notification, that approximately 103 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, loss of range of motion, difficulty ambulating, osteolysis, degradation of hip prothesis, disintegration of liner, and probable stem loosening. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.